Event description:
Rptr's problem is a long and tedious disability due to the operation she had using "pedicle screw instrumentation." On 11/92 rptr was diagnosed with a herniated disc. He was sent to an orthopedic dr who specializes in back surgery and does spinal fusion using pedicle screws. He told him that rptr needed this surgery to get better . He did a "360 degree spinal fusion" on rptr using pedicle screws. He went in the front and put a donor bone in the front, and then went in the back and did spine fusion on the right and pedicle screw instrumentation on the left. Neither dr nor his staff told him or his wife at any time that this procedure with pedicle screws was not approved by the FDA or that it was an experimental procedure. If he had known this he would never have had the surgery. From the day he woke up after surgery he has had nothing but problems. He has not been able to go back to work and the drs say he probably will never go back. He is having to file for social security disability. When he woke from surgery he had left leg numbness and when he got up to walk he had to use a walker and his left leg would hardly move across the floor. He had to slide it across the floor to move it. He still has to use a cane to walk. He did not have this problem before surgery. He now has been diagnosed with l5 radiculopathy along with bilateral incompetence of the greater saphenous vein (which causes his leg to swell and turn red.) He also has problems with something moving in his back when he stands up after sitting down for a while. (*)